Event description:
It was reported that during a filter placement procedure, filter deployment difficulties and migration of the filter occurred. The intended location of deployment was the inferior vena cava. The physician performed a venocavagram prior to placement of the greenfield vena cava filter. The physician advanced the greenfield vena cava filter delivery system to l2-3 of the inferior vena cava, and attempted to deploy the filter. The filter came out of the delivery system however it did not expand. The physician "tapped" on it with the delivery device, however that did not open it. As the physician was removing the sheath, the filter floated along with it, and ended up in the heart. The pt was transferred to another facility, and 4-5 days later, another physician spent several hours trying to retrieve the filter without success. As the pt is not a candidate for cardiac surgery due to terminal illness, and there are no adverse symptoms, the decision was made to leave the greenfield vena cava filter where it is, still undeployed.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for eval and the filter remains in the pt; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.